Event description:
It was reported that patient's mobile power unit (mpu) was removed from service.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a non-conforming capacitor on the mobile power unit (mpu) was confirmed via the mpu¿s functional analysis. The returned mpu (serial number: (B)(6) was received at the service depot and was identified to have a non-conforming capacitor on its power supply printed circuit board. Submitted log files did not reveal an issue with the mpu. The reported event of a nonconforming capacitor on the mobile power unit power supply pcba was confirmed, and a corrective action was initiated to investigate this issue. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. D) and the heartmate 3 patient handbook (rev. A) are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook (rev. A) section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including connect to power alarms. The heartmate 3 lvas IFU (rev. D) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook (rev. A) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the mpu. The heartmate 3 patient handbook (rev. A) section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvas, including inspecting the mpu and the mpu patient cable connectors for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook (rev. A) cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.